Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported in medwatch (B)(4): "during a surgical procedure (right patellar tendon repair, long leg splint support for protection of the right knee joint), the stryker drill bit broke leaving a piece of the drill bit in the patient's knee. The piece of broken drill bit was removed by the surgeon."